Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose reached around 300-315 mg/dl. The needle mechanism did not fully deploy as intended during activation and as a result, the pod was not worn. At treatment, the patient applied a new pod. The pod was discarded.